Event description:
It was reported that during the evaluation of the lot sample, component misassembled was allegedly identified. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one vascath guidewire sealed lot sample was received for evaluation. Gross visual evaluation was performed. The stiff tip was found in the distal end of dispenser; therefore, the investigation is confirmed for component misassembled as the flexible tip should be in the distal end of the dispenser. The root cause is manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during evaluation of the 17 lot samples, component misassembled was allegedly identified. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one vascath guidewire sealed lot sample was received for evaluation. Gross visual evaluation was performed. The stiff tip was found in the distal end of dispenser; therefore, the investigation is confirmed for component misassembled as the flexible tip should be in the distal end of the dispenser. The root cause is manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.